Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had their stimulator removed (B)(6) 2012. It was noted, the device was removed because ¿it caused scar tissue around the spinal cord.¿ follow up from the health care professional revealed the cause of the event was due to the formation of a granuloma around the top of the lead causing cord compression and displacement. Signs and symptoms associated with the event include weakness in legs and thoracic pain. The patient required hospitalization due to the event. It was noted, the patient recovered without sequela. It was noted the entire system was explanted.

Manufacturer narrative:
Product ID 3550-29 lot# n250164, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type accessory product ID 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6),explanted: 2012 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37752 lot# serial# (B)(4), product type recharger product ID 3708120 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).